Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the affected pump was replaced on (B)(4) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving hydromorphone (15 mg/ml at 6.993 mg/day), clonidine (80 mcg/ml at 37.296 mcg/day), and bupivacaine (7.5 mg/ml at 3.4965 mg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported a motor stall was seen at initial interrogation and no MRI had recently been performed. The event date was noted as (B)(6) 2019. The motor stall occurred around 7:30pm and no recovery was in the logs. It was confirmed programmer magnet was not used initially for interrogation. They considered pump replacement, programming minimum rate, cover patient with non-pump medication. The caller planned to call hcp to consider the above. No symptoms were reported.